Manufacturer narrative:
The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with no issues noted. Functional underwater pressure test was performed and noted a block of flow at the a tube and connector junction. The reported condition was verified. The cause was determined to be excess solvent due to incorrect assembly technique during manufacturing. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a plexitron radiation sterilized extension set would not prime. There was no patient involvement. No additional information is available.